Event description:
It was reported that the patient underwent an unknown thyroid surgical procedure on an unknown date and suture was used. Approximately 24 hours following the procedure, the patient returned for care and treatment with a superficial infection. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During the procedure, the suture was placed using simple continuous subcuticular closure with buried knots at either end and closed with an outer steri-strip. Following the procedure, the patient experienced infected post-operative seroma. It was also reported that incision and drainage of neck wound was performed and revealed exudative debris with small amount of cloudy fluid in the superficial preplatysmal space and minimal clear deep seroma. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.